Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The blood glucose at the time of the incident was 52 mg/dl; treated with two glucose tablets. The customer stated that the battery was not lasting long and she had to use three different batteries to solve the issue. Troubleshooting was performed and it was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and unable to download due to corroded electronic assembly. The motor was also found with moisture damage. Unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify battery longevity complaint due to critical pump error open book image. The insulin pump had scratched case and cracked case at the battery tube side.